Event description:
Prior to opening the packaging for a medline 60ml syringe, the operating room (or) nurse noticed a "bug" (insect) had been sterilized into the packaging.the packaging was not opened to the filed because this defect was caught in the pre-inspection.the unopened syringe packaging was passed on to the or manager, who reviewed the lot of medline bulb syringes.